Event description:
Was treating crashing dyspnea patient en route to hospital. Patient had been intubated and was unstable. Utilizing philips tempus pro monitor. Monitor suddenly stopped working. Chart reads as follows: tempus pro monitor experienced failure and ceased monitoring patient. Provided error messages that EKG, pulse ox, and nibp have been disabled. Reset monitor to no avail. Attempted to clear error messages and another error message appeared that said to reset the monitor and contact customer service. Tempus ls applied for monitoring. Lung sounds present b/l to confirm ett (endotracheal tube) placement in absence of ability to monitor capnography. I reported this shortly after the incident however never received a confirmation nor follow-up. I am re-reporting now as I heard that philips has contacted my employer to complain about me after I have gone public with how these monitors repeatedly fail.